Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read and analyzed. The history files revealed some sporadically occurring device alarms. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and was partly contaminated. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to iec 60601-2-24 was performed. All measured values were within our specification. Inside the device we found signs of a drop down. However, these are not related to the reported malfunction. The pump operated as intended within our test. The sporadically occurring device alarms stopped the infusion. Following is described in the IFU: prior to administration, visibly inspect the pump for damage, missing parts or contamination and check audible and visible alarms during self test; if the pump falls down or is exposed to force, it must be checked by the service department; in case high potent drugs are given be sure to have a second infusion pump for that drug at hand. The therapy documentation should be suitable to continue the therapy at the second infusion pump. Device alarms: when a device alarm occurs the infusion is immediately stopped. Switch off the device. Then switch the device on again. In case of a repeated device alarm you must close the rollerclamp, disconnect from the patient, open the front door of the pump and take out the disposable. The device needs to be handed to the service department.

Manufacturer narrative:
(B)(4). The device has been received from the user facility to (B)(4) and the investigation is on going at this time a follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility ((B)(4)): pump turned off itself during use: infusion pump alarmed malfunctioned turned itself off and reset al data while giving immunoglobulins. Infusion was on last rate increase and did require all of what was in bottles.